Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer reported that the device urf-v2r serial number (sn #) (B)(6) was associated with this device with the observed b30 and e216 scope communication error and the e315 error.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. B30 error message was not reproduced in device evaluation; the following is surmised for the cause of the phenomena: ·dust or liquid residues on the electrical contacts between the scope. ·cable connection was loosened ·temporal malfunction of the board, etc. The instructions for use includes the following statements on handling of the scope that could have prevented the issue from happening: ¿ properly and securely connect all cables. If the cable connector has a locking mechanism, such as connection screws, lock the cable connector. Otherwise, equipment damage or malfunction, such as no images on the monitor can result.

Manufacturer narrative:
Additional information was received from the customer. The device was inspected before use with no anomalies noted. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts. Patient details and demographics, including pre-existing medical conditions are unknown. Procedure name is unknown, nor is it known whether procedure is diagnostic or therapeutic. It is not known when during the procedure the event took place. The device is returned and an evaluation completed for it. The manufacture date is not available. Upon inspection and testing, the error messages reported by the customer were not duplicated. Intermittent contact can cause a misread of the scope causing the scope communication errors, despite the device being functional. The ex-board has a loose locking lever. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure the b30 and e216 scope communication error were observed on the 190 series scopes. The e315 error message was also observed. Procedure was completed, it is not known if it was completed with another device nor if there was a delay in the completion. There was no harm or adverse impact to the patient.